Manufacturer narrative:
The account found a problem with the hi/low column. The account replaced the hi/low column to repair the bed.

Event description:
The account alleged, the hi/low function had an unintentional movement in the upward direction.